Event description:
The patient underwent revascularisation of the r-sfa using one pacific plus pta catheter and four inpact pacific paclitaxel-eluting pta balloon catheters. Approximately 11.5 months post the revascularisation the patient suffered stenosis of the r-sfa and received non medtronic ballooning and one inpact balloon catheter. Event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.